Manufacturer narrative:
Iradimed has requested the product for examination, but the hospital has not released the product to iradimed. Hospital biomedical engineer reported testing the pump and stated the flow rate delivery is accurate. The product's event log for the time of the event indicates a "check door - freeflow" alarm occurred, and persisted for approximately 1.5 minutes. With the information available, the likely cause of this report is user did not address the freeflow condition that generated the "check door - freeflow" alarm.

Event description:
During an MRI infusion of propofol, an adult patient may have received excess fluid due to a freeflow condition. Medical intervention occurred following the event, and patient recovered. No patient injury was reported.